Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. Egms revealed episodes of ventricular noise and showed counts of short v to v intervals. The lead was capped and replaced.